Event description:
The patient has two scs systems. This report is related to the patient's 3716 ipg (further device information and implant date are unknown). It was reported the patient lost stimulation (date unknown) due to not recharging his ipg as recommended. In turn, the patient underwent surgical intervention. Pre-op, an sjm representative confirmed the ipg was inoperable via the use of multiple external devices. As a result, the patient's ipg was explanted and replaced. The replacement device was found to be of a different model via the manufacturer's device record database. Stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.